Event description:
Info received indicates that device was removed due to insufficiency, possibly related to endocarditis. Valve had been implanted for almost five years. Structural valve deterioration appears related to calcification and cuspal tears. Customer indicated satisfaction with the device performance.